Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for three different patients for free thyroxine (ft4), prolactin, or testosterone. Of the data provided, only the ft4 results for one patient were a reportable malfunction. The initial result was 2.65 ng/dl. The repeat result on (B)(6) 2016 was 1.47 ng/dl. The initial result was not reported outside the laboratory. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 188371. The expiration date was requested, but was not provided. It was determined the wash sipper probe was bent and the waste tube was very dark. The field service representative exchanged the wash sipper probe and cleaned the sipper waste tube. Performance testing was done and was within specification.